Event description:
This pi is for the dislocation of the patient's left hip which led to revision. As reported in pi (B)(4): dissociation of implanted trident constrained liner (the large head from insert) during acetabular range of motion testing - revision hip surgery (B)(6) 2019, reference number (B)(4). Dissociated implant components reassembled and retrialed with the surgeon reporting satisfactory stability. Original primary hip replacement (B)(6) 2019. Exeter trident. Revision to a constrained liner for recurrent dislocation x 3. The rep reported that the surgeon is not releasing any additional information.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: regarding other reports which represent a 57 y/o male who underwent a primary left tha on 2/14/19 under general anesthesia using an exeter stem. A one page, handwritten operative report of the primary tha indicates uncomplicated surgery. He apparently sustained 3 subsequent dislocations and underwent revision surgery on (B)(6) 2019 = implanting a constrained liner. While testing for stability, the liner disassociated and was reassembled intra-operatively and a stable construct described. No revision operative report, no x-ray images available for review, and no follow-up post revision surgery. Based upon the information available for review, no determination can be made regarding the cause of the 3 dislocations or the initial disassociation of the constrained liner while testing for stability. Once reassembled, the constrained liner was apparently stable. No explanted components are available for review." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: regarding pother reports which represent a 57 y/o male who underwent a primary left tha on (B)(6) 2019 under general anesthesia using an exeter stem. A one page, handwritten operative report of the primary tha indicates uncomplicated surgery. He apparently sustained 3 subsequent dislocations and underwent revision surgery on (B)(6) 2019 = implanting a constrained liner. While testing for stability, the liner disassociated and was reassembled intra-operatively and a stable construct described. No revision operative report, no x-ray images available for review, and no follow-up post revision surgery. Based upon the information available for review, no determination can be made regarding the cause of the 3 dislocations or the initial disassociation of the constrained liner while testing for stability. Once reassembled, the constrained liner was apparently stable. No explanted components are available for review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including full operative reports, progress notes, x-rays and return of the devices are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the dislocation of the patient's left hip which led to revision. As reported in (B)(4): dissociation of implanted trident constrained liner (the large head from insert) during acetabular range of motion testing - revision hip surgery (B)(6) 2019, reference number 690-00-28f. Dissociated implant components reassembled and retrialed with the surgeon reporting satisfactory stability. Original primary hip replacement (B)(6) 2019. Exeter trident. Revision to a constrained liner for recurrent dislocation x 3. The rep reported that the surgeon is not releasing any additional information.